Event description:
Reporter states, patient required revision surgery of the tibial insert due to polyethylene wear. Insert explanted, a compatiable larger diameter insert was implanted.

Manufacturer narrative:
Evaluation could not be performed. Device not returned to howmedica rutherford.